Event description:
Chemical burns or extreme reaction to skin adhesive used to secure monitor on chest area as required. Extremely painful and very unusual skin reaction with this product. Patient has had many of these devices and ECG stickers placed on chest and limbs and has never, in the past, had any skin reactions. Patient is a retired paramedic and respiratory care practitioner and has extensive experience with use and placement of ECG monitoring equipment and rhythm analysis. Despite carefully reading the directions and cautions of this product, specifically not to get the device soaked in the shower, when a few (permitted) drops of water combined with adhesive, it caused a severe and intensely painful deep itching-like pain similar to chest pain. When palpating the irritated skin, patient received a deep ache like pain throughout the affected area. The wound subsequently blistered and oozed a whitish yellow substance similar to a blistered area. It was also noted that the skin area around the most inferior portion of the wound had indeed opened and had the appearance of a significant superficial abrasion. Patient did not seek medical attention but did treat at home with hibiclense, cold packs, and ota antibiotic cream. Device was scheduled to be placed for two weeks initially but removed and returned after approximately 8 days. Date of injury is approximate due to length of treatment.